Event description:
It was reported that the patient was being treated for urinary tract infection while doctor indicated to discontinue the use of purewick female external catheter while urinary tract infection heal. It was noted that there was no product allegation against the purewick. It was noted that the patient had been using the purewick products for less than 90 days. It is unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was being treated for urinary tract infection while doctor indicated to discontinue the use of purewick female external catheter while urinary tract infection heal. It was noted that there was no product allegation against the purewick. It was noted that the patient had been using the purewick products for less than 90 days. It is unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." It also states ,"assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was being treated for urinary tract infection while doctor indicated to discontinue the use of purewick female external catheter while urinary tract infection heal. It was noted that there was no product allegation against the purewick. It was noted that the patient had been using the purewick products for less than 90 days. It is unknown if the device contributed to the urinary tract infection at this time.